Event description:
During testing the reservoir both before and after its connection to tubes, failed to pass cerebro spinal fluid in the proper direction. The valve was obstructed distally.

Event description:
No info available at this time.